Event description:
It was reported by the customer that on (B)(6) 2010 the fiber cap detached at 63,901 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for evaluation.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 200 mg/dl and 100 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.